Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for an unknown amount of universal spine system dual opening screws /unknown lot. Product was not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the implant surgery of a veptr-ii implant and an unknown amount of universal spine system dual opening screws on (B)(6) 2014 the patient developed a right sided pneumothorax. The patient was treated with an insertion of a twelve-french chest tube for four days. The procedure was completed successfully. The product was not explanted from the patient. The patient was discharged on (B)(6) 2014 without further complications. During a follow up on (B)(6) 2014 the patient was clear of complications. This report is for an unknown amount of unknown universal spine system dual opening. This is report 2 of 2 for (B)(4).